Event description:
On (B)(6) 2013 a neurotherm employee rec'd a call from the facility reporting a pt was burned at grounding pad location. The facility reported the burn as a redness, however the facility later described this redness as a blister. The blister was believed to be caused by an improper connection between the grounding pad cable and the grounding pad. Neurotherm requested the nt2000 rf generator, the rf-dgp-c adaptor cable that connects the ground pad to the generator, and the rf-dgp-l grounding pad from the facility. The nt2000 was sent back and investigated at neurotherm. All parameter of the nt2000 were within specification and no problems were found. Investigation on the cable and grounding pad is pending until they are returned neurotherm. Requests for the rf-dgp-c cable and rf-dgp-l pad have been made.